Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Download data shows the device completed 45 first prime pulses and was deactivated by the user at 55 pulses. No damages or defects were observed on the needle mechanism assembly that would result in a needle mechanism failure. During the investigation, the needle mechanism was reset to the not deployed position and manually deployed. No issues were seen during this test. A root cause for the reported event could not be conclusively determined.